Event description:
Sales rep reported that a revision surgery was required due to dislocation of the hip. The original surgery was on (B)(6) 2013 and the revision surgery was on (B)(6) 2013.

Manufacturer narrative:
The implants were not returned for exam and therefore omni could not confirm the lot numbers of the product reported. Based on the information provided, a review of manufacturing lot records was performed. There was no evidence in the files that showed a correlation that would likely result in the dislocation. All implant lot records of explanted product were reviewed and there were no deviations.